Event description:
It was reported by service report that the bed motion functions are not working. The customer could not determine whether there was pt involvement and/or adverse consequences.

Manufacturer narrative:
Siderail control membrane.